Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed red, itchy, broken skin under the patch. There was no alleged device malfunction contributing to the irritation. Patient applied hydrocortisone to the skin irritation. The patient agreed to reach out to physician but there is no indication of medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed red, itchy, broken skin under the patch. There was no alleged device malfunction contributing to the irritation. Patient applied hydrocortisone to the skin irritation. The patient agreed to reach out to physician but there is no indication of medical intervention. Outcome of the irritation is unknown.